Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the photographs identified: rupture: no observed openigns on the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "the left device shows signs of moderate intracapsular rupture with eyelet sign and subcapsular line signs¿, ¿no siliconoma nor infiltration of the axillary nodes¿, ¿conclusion: findings compatible with moderate intracapsular rupture of the left prosthesis¿, ¿birads3¿. Device was explanted.

Manufacturer narrative:
Device evaluation. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: ¿ no other observation observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported MRI findings of "the left device shows signs of moderate intracapsular rupture with eyelet sign and subcapsular line signs¿, ¿no siliconoma nor infiltration of the axillary nodes¿, ¿conclusion: findings compatible with moderate intracapsular rupture of the left prosthesis¿, ¿birads3¿. The device remains implanted.